Event description:
It was that approximately eleven years post-implantation, the patient underwent a right hip revision due to metal on metal symptoms and infection. Only the cup and liner were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat #: 00620206220, lot #: 61310611, shell porous with multi holes 62 mm. Cat #: 00630506236, lot #: 61057925, liner standard 3.5 mm offset 36 mm i.d. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.